Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support -recommended customer replace display board. Customer will send unit back to rental company (agility). A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2017 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code. No patient involvement was reported.